Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion in the severely calcified left anterior descending (lad) artery was predilated with an unk size balloon. The physician attempted to use a taxus express2 2.25x12mm drug eluting stent to treat the target area but was unable to cross the lesion. When the physician attempted to forcefully push the stent past the lesion, the shaft broke about 20cm from the distal end. The physician was experiencing heavy resistance from the calcification. The procedure was completed with a microdriver stent after repeated predilation. No pt complications occurred.